Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose was 170 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged control iq issue was verified. No failure was identified for the battery issue